Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that for the past 3-4 days they had been having issues with their handset. Patient stated every time the pump goes to administer the medicine, it was getting stopped for an hour or two and at some times it would stay at 90% each time. Patient mentioned they have tried restarting the device, using the bluetooth, airplane mode, and forgetting the device. Agent reviewed background data considerations and walked patient through clearing patient data service. Patient was able to successfully connect to the pump.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.